Event description:
It was reported that the patient sustained a linear fracture post surgery. Multiple wires and 2 strut allografts were used for fixation.

Manufacturer narrative:
Information was received from a published article. Please reference literature at the following location: http://www.sciencedirect.com/science/article/pii/s0883540315003733. This report will be amended when our investigation is complete.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The part and lot numbers of the products are unknown; therefore the manufacturing records, complaint history could not be reviewed. The in-vivo time of the devices could not be determined. The reported (B)(4) design controlled devices are used for treatment. It could not be confirmed if the devices are an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Adherence to rehabilitation protocol and relevant medical history are unknown. The information provided, as discussed in the journal article by the surgeon, indicates that the patient had a deficient femoral cortex which caused or contributed to the reported condition. With the information provided a specific cause could not be determined.